Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside the air water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, an identification and definitive root cause for the reported suggested malfunction could not be established. Despite 3 good faith efforts (gfe), the user facility did not reply to inquiry by olympus. Additional information including reprocessing steps was unavailable. The event can be detected/prevented by following the instructions for use which state: labelling: the suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-ez1500dl/I am reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.